Event description:
The customer reported the device indicated an error code of 01000 (defib biphase error). There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device indicated an error code of 01000 (defib biphase error). There was no report of pt involvement. The local service rep evaluated the device and resolved the malfunction by replacing the power pca.